Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 4. A supply bag had fallen and disconnected. The alarm was cleared and the patient was informed of the alarm's meaning. The patient would call the registered nurse for more instructions on completing therapy. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to the patient placing the solution bag on an unstable surface and the solution bag disconnected during therapy. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).